Event description:
Patient presented to the hospital with frequent inappropriate shocks from his implantable cardioverter defibrillator. It was determined that the inappropriate shocks were being induced by a lead fracture, secondary to subclavian steal syndrome. The patient elected to have the cardioverter defibrillator replaced and with new leads.